Manufacturer narrative:
Exemption number e2019001. (B)(4). The clip remains in the patient. All available information was investigated and the reported single leaflet device attachment (slda) was due to procedural circumstances due to challenging visualization and the unchanged tricuspid regurgitation (tr) was due to slda. The mitraclip instructions for use (IFU) states that ¿do not use mitraclip¿ outside of the labeled indication¿. Since mitraclip was used to treated tricuspid regurgitation, the reported issue is an outcome of use error. However, the off-label use did not likely contribute to the slda there is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report that the clip detached from one leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1-2. Next the tricuspid regurgitation (tr) with a grade of 4+ was treated. Although visualization was difficult, one clip was implanted. Post deployment, it was noted the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment (slda)). The tr remains at 4+. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.